Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the device was produced and distributed in december 1998. One prong of the complained plier is broken. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we cannot determine the exact root cause. It is likely that a too high mechanical lateral overloading has caused this breakage. The fracture area is homogenous which indicates material conformity. Because of the age of the device it is likely, that the instruments worked correctly when distributed. No further investigation needed because the damage was clearly caused post manufacturing. Thirty parts were released to finished goods on (B)(4) 1998. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the DHR was conducted. Diener (B)(4) manufactured the universal bending pliers, p/n 391.963, lot number 3012418 (supplier lot # (B)(4)), per po # 56357, dated august 11, 1998. There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two of the hexagonal ends of the 4.0 millimeter cannulated hexagonal screwdriver are broken and the tip of the universal bending pliers is broken. There was no specific patient or case involvement. This is report 2 of 2 for com-(B)(4).